Event description:
During an unrelated procedure, insulation damage was noted on the right ventricular (rv) lead. The right ventricular lead was repaired with adhesive and a suture sleeve and was left implanted. The patient was in stable condition.